Event description:
Caller reported that the wire from the charging cable was coming out. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the charging cable, as the pump was still functional and no temperature alarms were recorded at the time of the issue.